Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device was initially received at the service and repair department. The customer reported that the tip of the interlocking screwdriver was bent. The repair technician reported that the tip is damaged. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. The evaluation was confirmed. The inter-lock screwdriver t25/3.5mm hex/224mm (p/n 03.010.473 lot l421610) was received showing a worn driver tip from consistent use and normal wear. The driver tip was deformed and stripped. No other issues were identified with the returned components of the device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.473, lot: l421610, manufacturing site: hägendorf, release to warehouse date: 23. June 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes sales rep. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the interlocking screwdriver was bent. It is unknown if there was procedure and patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).